Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was receiving unexplained alerts for no reason. The customer also had to frequently change their battery. Customer's blood glucose was unknown. No additional information provided.